Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that normal saline leaked from a small crack in the barrel of a bd luer-lok¿ syringe with precisionglide¿ detachable needle during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Lot # provided: 3121188. Medical device expiration date: unknown. Device manufacture date: 05/30/2013. A single 3ml syringe was received in an opened package confirmed to be from batch #3121188 (p/n 309578). The syringe was filled with 2.5 ml of unidentified clear liquid, therefore the sample was evaluated through the sample bag only. A crack in the barrel was visible extending from the luer collar to approximately 1 ½ ml marking outside the scale. DHR review for batch 3121188 (p/n 309578): manufacturing dates: 05/28/2013 to 05/29/2013. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 3121188 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Root cause and CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.